Event description:
Device 3 of 3. See MFR report: 1627487-2012-10233, 10234. The patient received the scs system which included one lead, one ipg and two lead extensions (from the same lot) on (B)(6) 2010. It was reported the patient is experiencing regional pain where the leads and ipg are located. In addition, the patient reported experiencing early battery discharging and fluid build up that has resulted in pain that occurs whether stimulation is on or off and is stronger than the pain felt prior to implant. The patient is working with his physician is working with his physician to determine the next course of action. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.